Event description:
According to the reporter; "attempted to clip a vessel and when the handle was squeezed a clip just fell out and did not clamp. The vessel bled more due to this and the case was delayed." The time delayed in surgery or the amount of bleeding was not reported. The prod lot number was not reported and no further info was provided.

Manufacturer narrative:
Initial report submitted: 08/07/2008.